Manufacturer narrative:
Insulin pump was received with cracked case corner of the belt clip rails near the battery compartment and cracked case behind the insulin pump near the battery tube compartment. Unit was received with blank display due to moisture damage at electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was unknown. It also reported that the customer was swimming with insulin pump and after exposure to the moisture insulin pump screen went blank and insulin pump was not responding to battery change. The customer was advised that the pump will need to be replaced. The customer will not return insulin pump for analysis.